Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead exhibited high pacing thresholds and placement difficulty during an implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis with helix extended. Helix mechanis testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Analysis was not able to confirmed the reported allegation of high pacing thresholds. The lead passed electrical testing.

Event description:
Additional information received, and a supplemental report is being filed.